Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-02683. Related manufacturer reference number 1627487-2022-02684. Related manufacturer reference number 1627487-2022-02686. It was reported that patient experienced ineffective therapy. X-rays showed that the right l5 lead and the left s1 lead had migrated. Attempts to reprogram were unsuccessful. Surgical intervention is pending to address the issue. It¿s unknown which leads migrated, and all four are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively. It's unknown which three leads migrated, and all are being reported.